Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide of the device self-activated during functional testing. Upon disassembly, it was noted that the right bumper was bent by the spring and there was not enough space for the cannula tangs to completely engage with the device housing. Based on the findings, the investigation is confirmed for self-activation. The investigation is inconclusive for the reported failure to fire as functional evaluation could not be completed due to the identified self-activation. The bent bumper likely contributed to the observed incomplete cannula tang engagement as well as the reported failure to fire and identified self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of an ultrasound-guide prostate biopsy, the device allegedly failed to fire. It was further reported that the procedure was completed with another device and no coaxial was used. There was no patient contact.